Manufacturer narrative:
Device review: the device was not available for failure analysis investigation. The device was not replaced by the patient for this complaint. A device history record (DHR) review was performed and the device was found to have been manufacturer per specification without any non-conformances.

Manufacturer narrative:
The system level review of the device and concomitant products found no indication that product caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records concluding summary of findings as event related to fresenius product(s): based on the 36 pages of medical records info it appears that this pt experienced coagulase negative staph peritonitis in (B)(6) 2014. According to the peritoneal dialysis registered nurse, "the pt's peritonitis was due to the catheter and not the cycler." In addition, the pt has a documented history of medical non-compliance. The medical records do not contain any cultures, lab results, treatment or progress notes about this episode of peritonitis. There is no documentation in the medical record that shows a causal relationship between the pt's liberty cycler/peritoneal dialysis components and the diagnosis of peritonitis.

Event description:
During a medical record review, it was discovered that this (B)(6) year old female pt experienced coagulase negative staph peritonitis in (B)(6) 2014. The notes reveal that the peritonitis was resolved with intraperitoneal vancomycin.